Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming functional testing. Investigation revealed there was a shorted pulse wire in the distribution node (dn) to front therapy electrode (te) cable. The root cause for the shorted pulse wire could not be positively identified. No adverse event resulted from the damaged pulse wire. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. Upon servicing electrode belt sn (B)(4), the electrode belt failed incoming functional testing. The last patient to use this belt did not report any deficiencies.